Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in diagnosis vascular procedure when the issue occurred. The procedure was delayed and completed restarting the system.¿ the philips field service engineer (fse) inspected the system onsite and confirmed that when the lamp is turned on. Upon further, fse found that the toroidal transformer inside the examination lamp was faulty, which prevents the electrical panel from being activated. Fse reset all the cabling and connections. After repairs, the system was returned to use in good working order.

Event description:
It was reported to philips that when the lamp was turned on the whole system was down. No harm was reported to philips. Philips has started an investigation of this complaint.